Manufacturer narrative:
Pump passed self test. Unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to reservoir unable to lock in place. Successfully downloaded history files and traces using thump. In further full review of the pump history on the event date of (B)(6) 2025 bolus daily delivery total was [94.475u]. Basal daily delivery total was [47.1u]. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damageon the electronic assembly, motor, or force sensor. The test p-cap does not lock in place in the reservoir compartment. Pump received with pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, keypad overlay peeling, keypad overlay texture damage, missing display window cover, cracked case, cracked case corner of belt clip rails, cacked battery tube threads, cracked case on the battery tube side, serial number label missing, missing o-ring, partially broken retainer, and cracked reservoir tube lip. Alleged cosmetic damage was confirmed where cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. Unable to verify customer alleged for high bgs. Reservoir unable to lock in place confirmed. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and insulin pump was damaged. Customer was treated with insulin pen. Customer reported blood glucose value of 26 mmol/l. The event involved product(s) mmt-1885a. Troubleshooting was performed. Customer mentioned that the pump functionality was affected. Customer was using the auto mode/smart guard feature at the time of the event. The customer was advised for the replacement of the pump. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1885a was requested and customer response was the device will be returned.